Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the high flow insufflation unit internal oil had leaked. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal. Manufacturer's final investigation. Corrected fields: d5. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for inspection, and based on the results of the investigation, the suggested event was confirmed by olympus. Based on the results of the investigation, it was unable to identify any factors contributing to the event. The components that make up the black oil content are not used in the inner part of uhi-4, so it was judged that it flowed in from the outside. A foreign body may have flowed from co2 tube because a similar ingredient as the black oil ingredient was detected inside the high-pressure hose. A root cause was unable to be specified. The event can be detected and prevented by following the instructions for use: the following cautionary statements are included in IFU gt7589 p.11 of the labeling review: uhi-4. "This device is designed for medical co2 only. Do not use any equipment other than medical co2 when using gases other than medical co2, which may be flammable, poisoned, or complicated. Use a high-pressure hose or wall-plumbing adaptor described in this operating manual to connect bombs.". Olympus will continue to monitor field performance for this device.